Manufacturer narrative:
H6: the initial reporter did not provide the device's serial number. Ventec has made multiple attempts to obtain this information from the initial reporter, but no response has been received. As a result, section d4 (model number, catalog number, serial number, and UDI number) are all "unknown", and section h4 (device manufacturing date) shall be left blank. The reporter stated that the device will not be returned to ventec for an evaluation. The reporter advised that they performed troubleshooting, which included replacing the internal bacteria filter and successfully performing a pre-use test, after which the reported issue could no longer be duplicated. The cause of the reported issue could not be conclusively determined.

Event description:
It was reported to ventec that the device was "not blowing very much" (i.e. Reduced ventilation output). There were no reports of patient use associated with the issue.